Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient experienced "vascular congestion with a purplish appearance in the nasal tip that extends towards the middle of the nasal dorsum and right nasal wing" after injection in the nose with [unspecified] juvéderm® voluma¿. Patient was treated with hyaluronidase 400ud injections, urbason 40mg im, aas 200mg oral, menaven topical gel. The next day, patient was treated again with hyaluronidase 1.500ud injections, urbason 40mg im, aas 200mg oral, sildenafil 25mg oral, polaramine 5mg im, menaven topical gel, and local heat. Symptoms ongoing.